Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement.

Event description:
On (B)(6) 2012, the patient was treated for an aortic abdominal aneurysm with several gore® excluder® aaa endoprostheses (rmt281214/9440418, px161207/7074987, pxc141200/9549932). On (B)(6) 2015 imaging revealed a proximal type I endoleak with aneurysm growth (5.3 cm to 6.2 cm). It was reported an intervention occurred on (B)(6) 2015, to treat the type I proximal endoleak. The physician first implanted non-gore stents to ¿snorkel¿ the renals, and then used an aortic extender component (pla320400/11413635) to extend the rmt281214. The patient tolerated the procedure.